Event description:
A malfunction was reported on the pump, identified by the customer as having occurred multiple times with the same malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump and rely on an alternate method if necessary, until a replacement pump is received. Technical support confirmed the shipping details and instructed the customer on returning the defective pump, including guidance on storage mode and programming the new pump. A replacement pump was sent to the customer, and it was confirmed that it was still under warranty.